Event description:
Nuclear medicine tech went to open plastic cover on single use razor blade, and the blade flew off and the tech was cut requiring four stitches.

Manufacturer narrative:
Samples rec'd were tested and the reported issue could not be confirmed for the issue reported, that the cover on the razor comes off. A review of the lot history record for the lot reported did not show any issues either. A retraining of the assembly machine operators will be performed to ensure that the machines are checked carefully before starting production, as well as enhanced prod inspection to ensure that the blue cover and blade do not fall apart in order to prevent this type of failure from occurring.